Manufacturer narrative:
Na

Event description:
It was reported that the lead exhibited loss of capture and sensing, and had greater than 2000 ohms impedance while in the bipolar configuration. This was clinically resolved by changing the ventricular polarity to the unipolar configuration.